Event description:
Patient has a device with an intermittently elevated threshold on the right ventricular lead as well as noise on the right atrial lead, we still remain the sensitivity on her right atrial lead at 4 millivolts in effort to suppress atrial noise and we still remain her right ventricular output to the prior setting of 4.6 volts at 0.75 milliseconds due to her previous notes, noting episodes of failure to capture. Device interrogation revealed biotronik dual-chamber pacemaker, which has a battery voltage of 2.75 volts. Generator was changed due to demonstrated evidence of oversensing on atrial lead and intermittent high threshold on a ventricular lead. The patient underwent an extraction procedure today. Patient was discharged home in stable condition.